Event description:
It was reported that prior to a surgical procedure at the user facility the device safety switch could not be placed in the ¿safe¿ position, a condition which creates the potential for unintended activation. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event was confirmed. A service technician evaluated the device and found that the safety bar was stuck was observed. The device was repaired and returned to the customer.

Event description:
It was reported that prior to a surgical procedure at the user facility the device safety switch could not be placed in the safe position, a condition which creates the potential for unintended activation. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.